Event description:
The customer reported when the power is turned on, the equipment starts up with the battery capacity test screen displayed. When the equipment is started up while pressing the print key, it starts normally. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.